Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. No motor error alarm noted during testing. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.